Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has a "debris in sterile packaging" issue. The device was not being used during surgery. It is unknown if there was any injury or medical intervention which occurred. The date of event is unknown. There was no additional information provided.